Event description:
It was reported that the leg bag with flip-flo valve did not have velcro strap wide enough and the bag hanged down too low. It was mentioned that when the bag was half full, the velcro unclipped as well. Per follow up information received on (B)(6) 2022, the user had to have full time catheter insertion and was doing in and out for the last 8 years and started to incur too many infections. The legs bags were the better option and bought four bags. The user also suggested that the leg bag would work better if it were not quite so long, since the customer was six feet tall, but it was still too long to be accommodated between the knee and groin without causing a crimp in the tubing or putting a crease in the bag. Secondly, when the bag gets about half full, the velcro straps unclip - too much weight and too little velcro. It was mentioned as the velcro straps were not wide enough to hold the bag taunt, they were too narrow and stiff and would need more velcro to hold the weight of the bag. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be ¿materials of construction are not biocompatible". A DHR review is not required as the lot number is unknown. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the leg bag with flip-flo valve did not have velcro strap wide enough and the bag hanged down too low. It was mentioned that when the bag was half full, the velcro unclipped as well. Per follow up information received on 06jun2022, the user had to have full time catheter insertion and was doing in and out for the last 8 years and started to incur too many infections. The legs bags were the better option and bought four bags. The user also suggested that the leg bag would work better if it were not quite so long, since the customer was six feet tall, but it was still too long to be accommodated between the knee and groin without causing a crimp in the tubing or putting a crease in the bag. Secondly, when the bag gets about half full, the velcro straps unclip - too much weight and too little velcro. It was mentioned as the velcro straps were not wide enough to hold the bag taunt, they were too narrow and stiff and would need more velcro to hold the weight of the bag. It was unknown what medical intervention was provided.